Manufacturer narrative:
Attachment: kalra a, md, palaniswamy c, md et al. Acute hypotension transfusion reaction with concomitant use of angiotensin-converting enzyme inhibitors: a case review and review of the literature. Am j ther, 2012;19:e90-e94. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. See scanned pages.

Event description:
The customer contact reported an adverse event while the device was in use. The tubing set was being used to deliver an unspecified volume of blood bank blood via gravity to the pt who was status post operative for an unspecified surgical procedure in the intensive care unit. It was reported that the pt had been taking an unspecified angiotensin-converting-enzyme (ace) inhibitor prior to the surgical procedure. The customer contact indicated the use of the ace inhibitor should be stopped 24-72 hour prior to the surgical procedure. The customer contact could not specify when the pt had stopped the use of the ace inhibitor prior to the surgical procedure. After an unspecified length of time during delivery of the blood, it was reported that the pt's blood pressure decreased to an unspecified value. At this time, the customer contact reported that the delivery was stopped. After an unspecified length of time, the pt's blood pressure increased to an unspecified value. At an unspecified time, it was reported the delivery of a second unit of blood was initiated. At an unspecified length of time during delivery, the customer contact reported that the pt's blood pressure again decreased to an unspecified value. The delivery was stopped. After an unspecified length of time, the pt's blood pressure increased to an unspecified value. The customer contact reported that an unspecified lab test was drawn at the user facility and was negative for a transfusion reaction. The customer contact reported that the user facility is trying to determine the cause of the pt's hypotension and reported a journal article indicated that negatively charged blood filters can cause hypotension in pts taking ace inhibitor medication. Though requested, no additional information was provided.